Event description:
Received medwatch from user facility stating that pt suffered cardiac arrest resulting in death possibly due to increasing paco2. Hospital was using the bipap unit invasively and configuring circuit for this use. The initial report received is that the hospital failed to use a whisper swivel ii (exhalation port) per labeling. They were not utilizing the disposable circuit with a built in exhalation port.